Event description:
A 26 mm diameter x 15 mm x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that 20 momths post implant, the patient was in for follow up appointment. The CT demonstrated that due to by disease progression resulting in dilatation of the aortic neck, the stent graft has migrated 2 cm, however there are no endoleaks present. The physician elected to implant another mfrs aortic cuff. No additional clinical sequeale were reported and the pt is fine.